Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy drain. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal (ip) vancomycin 2 gram (frequency not reported) and ip ceftazidime 1 gram (frequency not reported) for peritonitis. On an unreported date, the same month as receipt of this report the vancomycin treatment was discontinued. The treatment with ceftazidime was ongoing. At the time of this report the patient¿s peritoneal effluent was clear and the patient was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.